Event description:
The customer reported the backup battery voltage low and a 24/+-12v/power fail condition. There was no patient involvement and no patient harm reported. The field service engineer (fse) replaced the backup battery to address the finding. Applicable final testing was completed and testing passed per operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued or the ventilator reconnected to an operational ac power source. Proper care, maintenance and testing should be performed when using battery power sources.